Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of dyspareunia ('pain during sexual intercourse') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), memory impairment ("memory dysfunction"), coordination abnormal ("coordination issues"), tooth disorder ("dental problems"), depression ("depression") and exercise tolerance decreased ("trouble working out"). The patient was treated with surgery (scheduled for surgical removal on (B)(6) 2021). At the time of the report, the dyspareunia, fatigue, memory impairment, tooth disorder and exercise tolerance decreased outcome was unknown. The reporter considered coordination abnormal, depression, dyspareunia, exercise tolerance decreased, fatigue, memory impairment and tooth disorder to be related to essure. The reporter commented: scheduled for surgical removal on (B)(6) 2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of dyspareunia ('pain during sexual intercourse') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), memory impairment ("memory dysfunction"), coordination abnormal ("coordination issues"), tooth disorder ("dental problems"), depression ("depression") and exercise tolerance decreased ("trouble working out"). The patient was treated with surgery (scheduled for surgical removal on (B)(6) 2021). At the time of the report, the dyspareunia, fatigue, memory impairment, tooth disorder and exercise tolerance decreased outcome was unknown. The reporter considered coordination abnormal, depression, dyspareunia, exercise tolerance decreased, fatigue, memory impairment and tooth disorder to be related to essure. The reporter commented: scheduled for surgical removal on (B)(6) 2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.